Event description:
Same case as 2134265-2014-06764; 2134265-2014-06750 and 2134265-2014-06752. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2011, the 2.50 x 16 mm ion stent was deployed to treat the first om. In (B)(6) 2014, the 2.25 x 16 mm promus element stent was deployed in distal left circumflex (lcx) in an overlapping fashion with the study stents. In (B)(6) 2014, patient presented due to chest discomfort and with non acute coronary syndrome (acs). The patient was hospitalized on the same day. At the time of event, the patient was taking aspirin only. The study drug was last taken on unspecified date and other antiplatelet medication was last taken in (B)(6) 2014. The following day, the event was considered resolved without residual effects and the patient was discharged on aspirin. Nine days from discharged, the patient presented with increasing episodes of chest pain and was diagnosed with recurrent obstructive coronary artery disease (cad). Cardiac catheterization was recommended and the patient was hospitalized. At the time of event, the patient was taking aspirin and prasugrel. Study drug was last taken on unspecified date. Coronary angiography was performed and revealed 90-95% proximal diffuse isr and some diffuse stenosis in the distal left circumflex (lcx). The 95% isr of the previously placed stents in distal lcx extending up to first om was treated with balloon angioplasty and placement of a 3.0 x 24 mm promus premier stent resulting in 10% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).